Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced multiple glucose fluctuations associated with missed meal announcements with high glucose reported at 378 mg/dl and low glucose reported at 39 mg/dl while using the ilet pump, after which the agent guided a factory reset and setup and collected blood glucose information. Symptoms included polydipsia, hot flashes, dry mouth and shaking/tremors associated with hyperglycemia and hypoglycemia reported. Outcomes included resolution after troubleshooting and education with no escalation of care. Investigation included customer support review and device setup verification. Investigation of this case revealed user-related operating issues due to missed meal announcements, with the device and its components functioning as designed following reset and reconfiguration. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcements.